Event description:
The customer tested his blood glucose and received a reading of 300 mg/dl using his contour usb meter and a reading of 112 mg/dl using his contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new contour usb meter were sent to the customer.